Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, an addendum to this report will be filed.

Event description:
According to the info received, an end-user reported that a catheter tip was not "bullet" style, like usual, but instead was sharp. He admitted himself to the hospital for bleeding.